Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. The likely root cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they went to deploy the angio-seal device, it exited the patient, the clip did not deploy. The angio-seal was cut open. There was no harm to the patient. It was reported to be within the system. There was no patient injury, medical/surgical intervention required. The procedure outcome was a normal coronary vessel. There were no other devices or equipment used with the reported product. The patient's condition was stable. Additional information was received on 13aug2021. Procedure was a diagnostic left heart cath using a 6fr sheath. They deployed the angio-seal, but it did not seal. The anchor never left the angio-seal. The whole device came out of the patient. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. Hemostasis was achieved by manual compression. The estimated blood loss was less than 250cc. There was no noticeable damage to the device.